Event description:
This is filed to report the clip entrapment. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation with grade of 4+. Upon inserting the clip delivery system (cds, 20428r369) into the guide, air appeared in the valve of the guide. They started aspirating and removed the cds and introducer. The stopcock was noticed to be barely attached and then the plastic part fell off. Air was aspirated from the guide with no adverse patient effects. Another clip (20214r102) was prepped and advanced to the mitral valve. Imaging was difficult, causing the clip to get caught on the anterior leaflet and sub-valvular structure. Standard troubleshooting was performed to free the clip. However, the clip was not completely freed as it was believed there was some chordal involvement still making grasping difficult. The clip was able to be implanted and remained stable on the valve. Another clip was also implanted with no reported issue, reducing mr to grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be due to the reported entrapment of device (clip caught on the anterior leaflet and sub-valvular structure). The reported entrapment of device was due to the reported poor image resolution. The reported poor image resolution associated with imaging difficulty appears to be related to patient anatomy (leaflet and chordal thickening). The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.b1: adverse event added. B2: required intervention added. H1: changed to serious injury h6: code 2199 removed and code 4641 added